Event description:
It was reported that while in the cath lab, the intra-aortic balloon (iab) was prepped per instruction and inserted using a sheath via the right femoral artery. "Once the pump was installed the helium alarm started." The perfusionist could identify that the leak was not in the iab and not in the connector. The iab was removed and replaced. Strips were generated; however, they are not available for review. There were no reported pt complications.

Manufacturer narrative:
.